Manufacturer narrative:
This report is related to MDR number 3011632150-2019-00077. The investigation is ongoing. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Angiography imaging will be reviewed as part of the investigation. If further information regarding this event becomes available a follow-up supplemental form will be provided.

Event description:
This report is related to MDR number 3011632150-2019-00077. Patient with peripheral arterial disease (fontaine classification 2b), total occlusion 12 cm in distal sfa/ p2 segment, more proximal stenotic lesions. Procedure done on (B)(6) 2017. Antegrade approach, using 6 french terumo introducer, terumo guide wire for crossing lesion, bentson 0,035 guide wire for stent deployment. Crossing of occlusion was successful. Primary stenting with 6x150 biomimics, postdilation with boston scientific mustang 6mm. Pta of proximal stenotic lesions with unsatisfactory results. 7x100 biomimics implanted. There was a good result, run off and lower leg all ok. On (B)(6) 2019 patient presents herself with acute ischemic occlusion, rest pain after discontinuation of aspirin one week prior. Total occlusion in femoropopliteal segment, at this time fracture in distal biomimics is discovered. Decision for surgical treatment with bypass surgery using propaten allplastic graft.

Manufacturer narrative:
This MDR supplement is related to MDR number: 3011632150-2019-00077, MDR number: 3011632150-2019-00076 and MDR supplement 3011632150-2019-00077_01. Following completion of the investigation into this event, which included analysis of index and 24-month fluoroscopy, it was concluded that the 6.0 mm x 150 mm stent had a focal fracture (MDR 3011632150-2019-00076). Given that no other endovascular procedure took place between the index procedure and the 24-month surgical intervention, the only possible explanation for the fracture is due to material fatigue as a result of physiological loading. The most likely cause of the re-occlusion was restenosis possibly related to the focal stent fracture. Stent fracture due to material fatigue as a result of physiological loading is an anticipated outcome for femoropopliteal stents. The reported event is not related to a deficiency in the design, manufacturing or labelling of the device.